Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise oversensing. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.